Manufacturer narrative:
(B)(4). The customer reported the unit failed to charge the battery. A philips rep evaluated the device. The reported symptom was duplicated. The battery and power supply were replaced. Based on the available info, we could not determine the cause since multiple parts were replaced.

Event description:
The customer reported the unit failed to charge the battery.